Manufacturer narrative:
Details of the complaint on 09/18/19, customer at (B)(6) reported the following issue: system was showing pacer spikes for a patient in afib c no pacemaker this was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on (B)(6) 2019 with bsm (mu-631ra sn: ?). No further information will be provided from the hospital. Service requested : none. Service performed: none. Investigation result: further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the device serial number provided. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. The issue was reported to nka 14 days after the incident occurred, making any attempts at gathering additional information difficult. The customer was not willing to provide further information. Based on the information provided, the root cause is indeterminable. Investigation conclusion: the customer was not willing to provide further information. Based on the information provided, the root cause is indeterminable.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) was showing pacer spikes for a patient (with no pacemaker), who was in atrial fibrillation (afib). The complaint was created from information noted on a hospital log, and the hospital will not be providing any additional information. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) was showing pacer spikes for a patient (with no pacemaker), who was in atrial fibrillation (afib). The complaint was created from information noted on a hospital log, and the hospital will not be providing any additional information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) was showing pacer spikes for a patient (with no pacemaker), who was in atrial fibrillation (afib). The complaint was created from information noted on a hospital log, and the hospital will not be providing any additional information. No patient harm was reported.